Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Medical records received on an unrelated customer experience indicates the peritoneal dialysis patient was treated for peritonitis prior to the hospitalization on an unspecified date. There is no known allegation of a fresenius device malfunction contributing to the alleged event. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. A device history review could not be performed due to the serial number of the alleged device being unknown.

Event description:
"."

Manufacturer narrative:
Clinical conclusion: here is a probable temporal relationship between the patient event of peritonitis and pd therapy on the liberty select cycler with cycler set. There is no documentation in the complaint file to show a causal relationship between the peritonitis and liberty select cycler or cycler set. Additionally, there is no allegation of a machine malfunction or leak in the cycler set reported for this event. Based on the available information, the cause of the peritonitis cannot be confirmed.

Event description:
"."